Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 sep. 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and aortic valve insufficiency. The annulus diameter, area, and perimeter of the native valve were measured to be 26.9mm, 556.1mm2, and 84.4mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm non-abbott balloon. The valve was reported to be implanted at a depth of 9mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On (B)(6) 2025, severe perivalvular leak (pvl) was noted. A 29mm navitor vision valve was selected for an implant using an unknown sized flexnav ds. During the procedure, the ds was in contact with the first valve, and it was required to elevate the radiopaque tip in order to cross the second valve by the snare technique. The valve was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No pvl noted with the gradient pressure of 8mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The hospitalization was prolonged due to this event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged

Manufacturer narrative:
An event of advancement difficulty is encountered during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. Procedural circumstances (implant technics) likely contributed to the event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and aortic valve insufficiency. The annulus diameter, area, and perimeter of the native valve were measured to be 26.9mm, 556.1mm2, and 84.4mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm non-abbott balloon. The valve was reported to be implanted at a depth of 9mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On (B)(6) 2025, severe perivalvular leak (pvl) was noted. A 29mm navitor vision valve was selected for an implant using an unknown sized flexnav ds. During the procedure, the ds was in contact with the first valve, and it was required to elevate the radiopaque tip in order to cross the second valve by the snare technique. The valve was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No pvl noted with the gradient pressure of 8mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The hospitalization was prolonged due to this event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.